Manufacturer narrative:
During the device evaluation, the reported event of an inaccuracy could not be confirmed; no fault on the system was identified. Suboptimal placement of fiducial markers can cause or contribute to an inaccurate registration.

Event description:
It was reported that during a system check at the healthcare facility, accuracy issues and suspect fiducial placement were reported. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.